Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
I was reported that during reprocessing of the cysto-nephro videoscope, a hair or fiber was observed inside the scope. There was no patient involvement, and no harm was reported as a result of the event.